Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device exhibited atrial double counting, resulting in a mode switch. It was determined to be caused by the post ventricular atrial refractory period settings.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had an atrial refractory marker without a prodromal event. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.